Event description:
It was reported that (1) ax55b was used during a low anterior resection procedure. It was reported by the rep that the surgeon fired the ax55b during procedure. The insturment cut tissue but there were no staples in the instrument. The surgeon had to go back and manually suture stump as a result of this occurrence. There was no consequence to pt.